Event description:
Additional information stated the patient was going to have their system replaced the day of report. It was later reported the patient¿s implantable neurostimulator (ins) was replaced and their existing extension was removed. It was stated the patient¿s existing lead was left intact and based upon the x-ray it was still in the anatomically correct location. It was noted the new ins was connected to the existing lead and the impedance test was within normal parameters. Reportedly, it was suspected that the original issue was with the extension or its connections to the lead or ins. It was stated in post-op the patient was receiving normal stimulation in their vaginal area.

Event description:
It was reported that patient symptoms started coming back around (B)(6) 2013. She might have had a urinary tract infection (uti) due to her retention and felt a burning sensation in her perinea area and pulsing in her vaginal area, first on the right, then the left. It was noted that the impedance values were troublesome due to repeating values. There was no abnormal impedance values noted. It was indicated that the test was ran at 1.0v and that event the voltage made the patient uncomfortable. Addition information reported 2 weeks after, indicated that based on upon technical services recommendation, the healthcare provider scheduled a lead revision and possible battery replacement. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3889-28, lot# j0454671v, implanted: (B)(6) 2004, product type: lead. (B)(4).